Manufacturer narrative:
(B)(4). Date of initial report : 01/13/2016. Date of follow-up report : 01/28/2016.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received, a follow-up report will be submitted.

Event description:
The patient underwent a bronchoscopy on (B)(6) 2015 and was discharged with no complication. On (B)(6) 2015, the patient called office complained of blood tinged sputum. The doctor spoke with patient on (B)(6) 2015. No chest x-ray or intervention was required. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.